Event description:
On (B)(6) 2012 the lay user/reporter in (B)(6) contacted lifescan to report the patient obtained higher than expected readings on the one touch verio iq meter. On (B)(6) 2012 the technical service representative (tsr) contacted the reporter to obtain and verify information. On an unspecified date in (B)(6) 2012, the patient obtained a reading of 'in the 4.0's mmol/l' on the reported meter (>72 mg/dl) that he claimed was inaccurately high compared to his feelings. Prior to obtaining this reading, the patient experienced the symptoms of shaking and headache. The patient administered self-treatment by consuming two glucose tablets and felt better after 15 minutes. He did not seek any medical attention. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter reading, there was no delay in treatment and he denied seeking medical attention. However, as the reported reading did not correlate with the patient's symptoms or treatment, this complaint is being reported.

Manufacturer narrative:
Date of event: not provided. Meter serial #: not provided. Lot #: not provided. The 510 (k) # is k110637.